Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and postlaminectomy pain. It was reported that the patient was in overdischarge. The patient had a surgical procedure and has not charged since. The patient had a right knee surgery in (B)(6) 2016 and stayed at a friends and has not charged since then. A physician mode recharge was performed and the battery was not able to be woken up. The patient will decide with the hcp if they want replacement done. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said the MRI facility reported that the patient might be on their 3rd overdischarge. The rep said they were not aware of the patient being in overdischarge in the past. It was reviewed with the rep to perform a physician mode recharge to get the ins out of overdischarge and check impedances. No further complications were reported/anticipated.